Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer ended up in the ER due to a severe allergic reaction. The customer did not know if the insulin pump triggered the reaction; she mentioned that she can only wear real gold and silver, and that she is allergic to other metals. The customer treated the allergic reaction for the next five days via steroids. During the day her blood glucose ranged between 55 mg/dl and 70 mg/dl. Last night her blood glucose was 421 mg/dl even after basal and bolus deliveries. The customer woke up this morning in the 400 mg/dl range as well. The patient's blood glucose reached a high of 424 mg/dl today. The customer attempted to change her set and realized that the cannula was not in her body. The customer properly inserted the infusion set and began to feel better. Troubleshooting did not occur. The insulin pump was not returned for analysis.